Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured. The lead had high impedance and high capture threshold also. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.